Event description:
The pt underwent a labrum refixation of the left shoulder using two labralock p knotless fixation devices. Both fixation devices failed to lock and were reportedly inserted at the incorrect incidence angles and were removed in the same procedure. It was not possible to implant these two anchors. The surgeon elected to move to an open procedure to complete the procedure with an arthrocare minimagnum implant.

Manufacturer narrative:
The device was returned for investigation. The investigation is currently in progress and a f/u report will be provided after the investigation has been completed. A second device used in the same procedure was filed under MDR 2032380-2010-00029. (B)(4).